Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to loss of capture and loss of sensing. The lead was out of position and the vein closed and no new lead was implanted. Should additional information be received, this file will be updated.